Event description:
A bipap a40 ventilator reported to the manufacturer to have had a ventilator inoperative alarm occur. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed. The device will be included in the fsn 2023-cc-src-039.

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.